Event description:
Follow-up was received from the physician confirming that the device was explanted last year due to infection. The infection was treated, the lead was removed this year, and then the infection was treated again. The vns was recently reimplanted after finishing treatment for the infection and it was stated the vns was left implanted when the patient passed away. The patient's death was clarified to not be related to vns therapy, vns surgery, or sudep, as it was related to respiratory failure and septic shock due to pneumonia, also clarified to not be related to vns. It was further confirmed that the infection was properly treated with the appropriate length of time. No additional relevant information was received to date.

Manufacturer narrative:
Device evaluated by MFR?, code 81: device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was stated that the patient had a full revision surgery. The reason for the surgery was indicated to be due to infection of the leads. Follow up clarified that the patient's device was not replaced, and was just explanted due to infection of the lead. It was stated that the physician did not know the cause of the infection. It was unknown when the infection was first noted. Device history records were reviewed for the implanted devices. Both devices were sterilized and passed all quality inspections prior to distribution. No additional relevant information was received to date.